Manufacturer narrative:
The company service representative and the customer's biomed determined that a leak or approximately 600 ppm was coming from the n20 supply hose that was going into the flow meter assembly. The company representative removed the tubing and reseated it into the connector, which resolved the leak. The machine was tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
The customer's biomed reported that during a preventive maintenance of the unit, he determined that trace gasses of n20 were present in the room. He traced the leak to the anestar anesthesia machine. The leak was measuring approximately 200 ppm and climbing when he measured the area near the flow meter n20 knob. No patient was involved.